Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that this right ventricular (rv) lead triggered lead safety switch (lss) due to a high out-of-range pace impedance measurement greater than 3,000 ohms. It was noted that the right atrial (ra) lead was surgically repositioned a few days prior. In addition, the presenting electrogram (egm) revealed rv loss of capture (loc) with intrinsic beats marching through, but not sensed by the device. The patient was seen in clinic, and the rv was programmed to unipolar and fixed sensitivity 2.5mv. Undersensing was noted. Automatic gain control was programmed to 0.6mv, and sensing returned. There was no capture in unipolar, however in bipolar threshold was 3.5v@1ms and rv pace impedance measurement was 1000 ohms. Rv pace impedance measurement was 1,500 ohms at implant. X-rays were taken, however the physician saw nothing remarkable. Additional information received indicated that the rv lead was repositioned in a more septal location, and good numbers were achieved after the lead revision. It appeared that the helix was not fully extended. No additional adverse patient effects were reported.